Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 239 mg/dl at the time of the incident and treated with manual injection. The customer stated that the insulin pump alarmed motor error during priming process followed by a compromised force sensor system alarm. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed operating current and displacement test however compromised force sensor system alarm during prime/ compromised force sensor system test at (B)(6) lbs and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The motor was tested outside of the device and passed. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.